Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed four devices were each returned in original packaging with the batch number of the complaint on the labels. Device one, the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. The needle assembly is severely bent. Bio debris is present. Device two showed the t1, t2, and suture were returned off the needle. The suture knot is tightened down. The needle assembly is bent. Bio debris is present. Device three showed the t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. Bio debris is present. Device four showed the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation of device one showed it cannot deploy due to the severely bent needle assembly. Device two showed the actuator will move to the needle tip with resistance but will only return to the same position due to the bent needle assembly. Device three showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device four showed the actuator cycled the t2 off the needle, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An assessment material found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. An image evaluation was performed and found four fast fix devices were found along with their packaging. Only two devices showed loose sutures on the needle with a t implant still attached. The failure of the t2 implant deployment cannot be confirmed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A review of the material specifications found that found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H11: h2: corrected information on: d4 (lot number), d8 & d9.

Event description:
It was reported that during a meniscus repair surgery, the deployment of t2 was unsuccessful after the successful implantation of t1. This happened with four (4) fast-fix 360. The procedure was successfully completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.